Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the lemo connector was damaged and could not be used. The suspect rear bracket panel has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) rear panel assembly was returned to the manufacturer and the reported issue could not be confirmed. The mvs rear panel passed bench testing. The universal serial bus (usb), l-com cat 5e, and the video graphics array (vga) port passed when interfaced between the mouse, a laptop, a network cable, laptop with docking station, and a monitor respectively.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed a low battery issue. The battery level array was not moving. After opening the front cover of the imaging system, the charger began working, and the battery level display was working. The system was restarted. However, additional testing found that the battery charger was not working. There was a battery low error message on the pendant. The system automatically shut down. The umbilical cable failed mechanical testing. There was a broken wire inside of the umbilical cable. A new umbilical cable was installed and the 8 motion batteries were replaced. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the mobile view station (mvs) on the imaging system was beeping and shut down. There was no patient present when this issue was identified.